Event description:
As reported by a field clinical specialist (fcs), a patient was planned to undergo a transfemoral tavr procedure with a 20mm sapien 3 ultra resilia valve in aortic position. However, during the device prep, when inserting the 14f dilator into the sheath, the fcs felt a "texture" on the dilator near the tip as if there is "extra coating and it is not smooth." A second sheath was opened and prepped per IFU; however, the case was then decided to be aborted. There was no issues with the second esheath. None of the devices entered the patient and there was no patient injury. As per pre-decontamination findings, it was noted there is small hydrophilic coating aggregation 1.5 inches from the distal end of the dilator.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted due to product evaluation findings. Sections b4, g3, g6, h2, h6: type of investigation, investigation findings, investigation conclusions, and h11 has been updated. The device was returned to edwards lifesciences for evaluation. The returned devices were visually examined and findings included curvature of the introducer distal tip, likely due to packaging, along with a small hydrophilic coating aggregation noted approximately 1.5 inches from the distal end of the dilator. No other abnormalities were observed. Subsequent red-dye testing was performed and revealed areas of missing hydrophilic coating throughout the length of both the dilator and introducer shafts. The observed aggregation was determined not to be additional coating but rather displaced coating that occurred during device interaction in preparation, potentially affecting the hydrophilic coating. Due to the nature of the complaint, no functional or dimensional testing was performed. The complaint was confirmed through visual examination. The complaint for system components anomaly was confirmed through evaluation of the returned device. However, no manufacturing non-conformances were identified during engineering evaluation. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of manufacturing mitigations supports that the sheath with dilator has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. As reported, "during the device prep, when inserting the 14f dilator into the sheath, the fcs felt a 'texture' on the dilator near the tip as if there is -extra coating and it is not smooth." Red dye testing performed on the introducer showed that the shaft had a non-uniform/missing hydrophilic coating at the distal end of the introduce shaft. It is possible that the introducer shaft may have been subject to physical interactions, leading to displacement of the hydrophilic coating. However, a definite root cause is unable to be determined at this time. The IFU and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.